Event description:
It was reported the patient was rushed to the hospital on (B)(6) 2014 because of ¿bulging eyes,¿ the throat being ¿swollen/closed, and gurgling.¿ it was noted they thought the symptoms were sudden, but were not totally certain. It was noted the patient was in the hospital that night and all of the following day. It was noted the patient was fine after running some tests. It was stated they suspected a kinked catheter. The drug delivered in the pump was unknown. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).